Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of intermittent screen issue was not confirmed. The heartmate system monitor (serial number (B)(6)) was returned to the service depot for evaluation. The monitor was connected to a test mock loop and ran for several days. The system monitor operated as intended and no intermittent screen issues were observed. The monitor was functionally tested and passed all tests without issue. The system monitor was returned to the rental pool. The reported event could not be correlated to an issue with the returned monitor. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate system monitor instructions for use (IFU) informs the user to refer any servicing of heartmate left ventricular assist system (lvas) equipment to trained service personnel only. Heartmate 3 instructions for use section 4 - ¿system monitor¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ explain how to properly handle the system monitor to prevent damage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a system monitor had intermittent screen failure. Additional information revealed the patient data did not appear on the heartmate system monitor and there were an occasional few pixels.